Event description:
It was reported that a small volume infusor leaked from the tube. The issue was identified during storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: march 22, 2022 - march 30, 2022. The device was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to an untightened blue winged luer cap. The blue cap was hand tightened and a functional leak test was performed, and no signs of a leak were observed. Based on the analysis finding, the infusor device was determined to be conforming product. The reported condition of leak was verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. The product labelling, instructions for use indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.